Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, while using the catheter, diagnostic imaging confirmed a perforation of the coronary sinus. The patient did not experience any symptoms during the event and the case was abandoned. There is no alleged malfunction against any abbott device. The patient left the operating room in stable condition.